Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged issue. The device inspection revealed the following: all the received crown drills appeared to show normal signs of usage evident by appearance of worn off surface and scratches. The cutting edges of all the drills were apparently dull as compared to the new ones. No major deformation was observed in any of the cutting edges of the drills. Some slight worn off surface and chip offs were evident, which is not unusual once the device is in use. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation, the issue is more related to inadequate maintenance. The characteristics shown by the returned crown drill is more of the ones after certain amount of usage. Careful inspection and maintenance prior to surgery is recommended as per the IFU. The cleaning, sterilization, inspection and maintenance guide clearly instructs the user that: stryker t&e typically does not specify the maximum number of uses appropriate for a reusable medical device. When cleaned, sterilized and maintained according to the instructions provided within this document, the reusable medical device basically maintains its function and biocompatibility over the lifetime of the device. In addition, the useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "case: removal of metal work (synthes blade plate) with timex kit. Revise using alpha antegrade nail. It was reported that all the crown drills were blunt. Another company¿s kit had to be opened to remove the broken screws from the blade plate. The recon drill and screw were inserted into position b, however when it came to position a the drill and screw missed the nail. The surgeon had to drill and advance the screw free hand without the use of the targeting arm. The procedure likely took longer and the team had to open several additional kits - another company¿s screw removal kit, another company¿s cannulated drill kit, and stryker¿s asnis 6.5mm cannulated screw kit. I would estimate around 20-30 minutes for the timex portion, and 30-45 minutes for the recon screw."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "case: removal of metal work (synthes blade plate) with timex kit. Revise using alpha antegrade nail. It was reported that all the crown drills were blunt. Another company¿s kit had to be opened to remove the broken screws from the blade plate. The recon drill and screw were inserted into position b, however when it came to position a the drill and screw missed the nail. The surgeon had to drill and advance the screw free hand without the use of the targeting arm. The procedure likely took longer and the team had to open several additional kits - another company¿s screw removal kit, another company¿s cannulated drill kit, and stryker¿s asnis 6.5mm cannulated screw kit. I would estimate around 20-30 minutes for the timex portion, and 30-45 minutes for the recon screw."